Event description:
Pt was receiving spinal implants for a l4-51 fusion when a connector came loose and partially diasassembled. The connector was removed and replaced with another connector. The surgery was successfully completed with the new connector, with no adverse effects to the pt.